Manufacturer narrative:
(B)(6). Manufacturing date -- may 23, 2017 ¿ may 25, 2017. The unit was returned to the plant containing approximately 120ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rates test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor was unable to prime. The device was being filled with fluorouracil hs. There was no patient involvement. No additional information is available.